Manufacturer narrative:
The device was returned to olympus for evaluation and additional findings were as follows: grip had a scratch; switch box had a scratch; scope connector cover unit had a scratch; plug unit had corrosion due to water leakage; circuit board unit in the suction connector had corrosion due to water leakage; due to corrosion on the plug unit, e216 (scope communication error) occurred, due to the wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to deformation of the bending tube, return angle from bending of the bending section did not meet the standard value, the scope connector cover had a chip; connecting tube was snaking; and the universal cord had the coating peeled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had no image with a e237 scope error. The device was returned for evaluation. During the device evaluation, foreign objects were found in the air and water cylinder and white foreign material in the air/water tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Corrected data: e2 (¿no¿ was selected in error on the initial report). H10: additional information including reprocessing steps was unable to be obtained following three unsuccessful attempts. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water channel and cylinder could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: IFU states the detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.